Event description:
During a review of historical data for a clinical study, boston scientific received information that this device delivered inappropriate anti-tachycardia pacing (atp) times three and shocks times five which the first was delivered due to supraventricular tachycardia, however the subsequent shocks appear to be appropriate for ventricular tachycardia (vt) with 1:1 va conduction. During this episode therapy was exhausted however no adverse patient effects were reported. The patient later died two years later for unspecified reason, but there was no allegation linking any device performance to the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.